Event description:
It was reported that the patient presented in the emergency room after receiving hv therapy while in bed. Intermittent noise that caused inappropriate hv therapies was observed. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was found at 39.7-40.0cm from the distal end, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were found at 9.1-11.6cm from the distal end. Internal insulation abrasion was found at 8.4-8.6cm, 14.3- 14.5 and 14.6-14.7cm from the distal end. The etfe coating was intact at these locations. External insulation abrasion was found at 36.8-38.2cm from the distal end, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location. This is consistent with the observation from the field of noise.